Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set had an issue with backflow. According to the report, the nurse found fluid in the secondary container after they knew that all of the unknown medication had been infused. There was no patient injury or medical intervention associated with this event. No additional information is available.